Event description:
It was reported that the customer was hospitalized due to a diabetic seizure and a blood glucose greater than 700 mg/dl. The customer had high ketones, an irregular heart beat and was vomiting. It was stated that the insulin pump had stopped working. The caller stated that the local representative had already conducted troubleshooting, and advised the caller to have it replaced. Further troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.